Event description:
It was reported by the vad coordinator that the patient's condition deteriorated post hvad exchange with subsequent sepsis, vasoplegia and right heart failure. Mechanical cardiac support was withdrawn with palliative care provided and the patient expired twelve days post operatively. It was reported that the device will not be returned for analysis.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks including right ventricular failure and sepsis as outlined in the instructions for use. Vasoplegic syndrome, persistent hypotension and low systemic vascular resistance unresponsive to fluid resuscitation and vasopressor administration, is known to be associated with cardiac pulmonary bypass and severe sepsis. Patient comorbidities and clinical factors may have impacted the event; with review of the available information there is no indication of any device performance issues. The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures.

Manufacturer narrative:
Additional information from the vad coordinator reported that the patient had been very unwell in the ICU throughout his admission prior to the event with no further information available. Patient's height: (B)(6)cm. A review of the manufacturer's device sterility report confirmed that the product was certified as sterile & non-pyrogenic. Upon completion of the device history review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. The event and root cause cannot be confirmed; however, it appears that patient comorbidities and clinical factors were likely contributors with no indication of any device performance or manufacturing issues related to the event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.